Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump basal rate was adjusted and had not been activated. Contact corrected the settings. Customer's blood glucose (bg) was in the 300 mg/dl range and a bolus via the pump was delivered to address bg.